Event description:
An end user called in and stated approximately one (1) month ago she developed red, blistered, bumpy areas, scattered under the tape collar.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she cleanses with water and dove, pats her skin dry, applies nystop powder, the wafer and the pouch. The end user was re-educated on skin care. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).